Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Without the impella device being returned nor was the clinical data provided sufficient. Additionally, there was no data logs to review. Therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient developed red urine while driving at p9 during support. Haptoglobin was administered (number of units unknown). After that, when the supplement level was lowered, hemolysis was improved, but renal function did not recover. Impella support continued and discussions were initiated regarding the potential need for hemodialysis.